Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a low reading. It was reported that reading values ranges at 10, 20 and 45 then no reading at all. There was no patient involvement.